Manufacturer narrative:
On 4/1/2020, during visual inspection of the sample, a crease was observed in the anterior view. Additionally, a tear was found within the crease, measuring 7.0 cm, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/2020, a manufacturing record evaluation (mre) was performed for the finished device number 5565885, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced rupture on the left breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 250cc on the left breast implant and with mentor memorygel breast implant on the right breast implant on (B)(6)2020.